Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the coupling tool side jammed and was moving heavy. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the electric pen drive device was faulty. During the pre-repair diagnostics assessment, it was determined that the coupling tool side seized and was running rough. It was further determined that the device was unable to operate intermittently. It was further determined that the device failed for check function and direction of rotation, check function with test hand switch and for check with test hand switch. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.